Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found that stent struts from the four most distal stent rows were damaged and stretched over the distal markerband. The proximal end of the stent was still in place. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30-sep-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. After pre-dilation was performed, a 4.00x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion even several attempts were made. The procedure was completed with a different device and followed by post dilation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.